Event description:
During application of lingo glucose biosensor device noticed that there is no information on how to remove the device in supplied instruction for use (IFU) art43403-101 rev a dated 05/24. On 13-jun-2025 before the removal of device went to manufacturer's website www.hellolingo.com and did not find link for instructions. Used "support center" link and search function using keyword "remove" ¿ 1st hit article titled "how do I remove my biosensor?" Provided very abbreviated single-sentence instruction "gently remove your biosensor, like a bandage, slowly peel one side away from your skin in one motion". During removal of device had difficulty for securing the edge of double-adhesive tape with fingers ¿ there is not enough tape exposed to hold on securely with fingertips. Resolved issue with use of forceps (thank you revlon man series grooming kit). Also had concerns (anxiety) if skin-piercing sensor tip will be removed completely in safe manner ¿ no information on associated risks communicated to the user. Abbott ¿ please update IFU with sufficient information on biosensor removal and risks. Lot ktp011872, sn (B)(6), exp date 2026-02-28. Thank you!